Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-05847. It was reported that acute stent thrombosis occurred. Vascular access was obtained via the femoral artery. The 70% stenosed and the de novo target lesions were located in the moderately tortuous and moderately calcified coronary arteries. The lesions wer pre-dilated with a 2.5 x 30 mm balloon catheter. A 3.00 x 28 mm synergy¿ drug-eluting stent (des) was implanted in the left anterior descending artery and a 2.75 x 48 mm synergy¿ des was implanted in the right coronary artery. Post dilation was performed with a 3.5 x 15 mm balloon catheter. Intravascular ultrasound was used during the procedure. An hour after the procedure, the patient felt uncomfortable in the intensive care unit and acute stent thrombosis was noted via angiogram. At the time of thrombosis, heparin was given to the patient. No further patient complications were reported and the patient¿s status was stable.